Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). This device longevity dropped from three years to explant in just one month. Moreover, the actual battery voltage and estimated battery voltage from usage has started to dissociate. In addition, the patient heard beeping tones. The device has been scheduled for replacement. To date, this device remains in service. No adverse patient effects were reported.